Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching occurred due to far-field r wave oversensing. Programming changes were made and device remains implanted.